Manufacturer narrative:
Per the clinic, during the revision surgery, a bed was drilled in the bone to secure the implant in place. The implanted device remains. This report is filed april 4, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed february 3, 2016. Implant status unknown.

Event description:
Per the clinic, revision surgery was performed (date not reported) due to migration of the receiver stimulator. Additional information has been requested; however, has not been made available as of the date of this report, february 3, 2016.